Event description:
Material # 305916. Batch # 2024137. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint. No email. Issue needles clogged/blocked. #occurences: 20. 20 different pts. Pt harm: no. Ref: (B)(4). Lot: 2024137. Sample: yes please send sample kit to customer.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: nine samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Five samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2024137. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.